Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2016. The cause of the low battery reset and safe state alarms were not determined. It was stated that according to technical support, there was ¿an unknown internal malfunction¿. The reason the alarm was not heard was not determined. The patient saw a neurosurgeon the next day on (B)(6) 2016. The dose of morphine was at minimum rate (0.158 mg/day). Reset occurred, reset occurred - low battery, and pump in safe state occurred on (B)(6) 2016 at 09:12. The logs stated that the catheter length was unknown.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4) no longer apply. (B)(4) applies to the catheter only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that the patient when through withdrawal when the pump stopped working (note that this is conflicting with the previous reports that no symptoms were reported). The pump was replaced on (B)(6) 2017 as a partial system explant intervention and the catheter was not replaced at that time. The new pump was filled with saline and set to minimum rate until it would be refilled on (B)(6) 2017 with 10 mg/ml of morphine. On (B)(6) 2017, the pump was refilled with morphine [10 mg/ml] and was set to the lowest programmable flow rate (0.48 mg/day). The patient would get 1.2 mg/day of morphine for approximately three days based on 25 mg/ml drug left in the catheter. The plan was to bring the patient back on (B)(6) 2017 to program the priming bolus to get new drug to the tip of the catheter. It was indicated that the hcp would send over the pump report but it was never received. A priming bolus was calculated and performed on (B)(6) 2017 and they raised the daily dose of morphine to 1 mg/day.

Manufacturer narrative:
Recall: z-2276-2009 applies in addition to z-3043-2011.

Event description:
Additional information was received from the representative on (B)(6) 2017. It was clarified that the pump was not at eos as previously reported and was only low battery reset and safe state. It was also noted that the pump was empty and was filled with preservative free saline.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine at a concentration of 25 mg/ml with a dose of 18.032 mg/day. It was reported an alarm could not be heard, but confirmed by telemetry. A low battery reset and safe state alarm occurred on (B)(6) 2016. The pump logs were checked to confirm. No patient symptoms were reported.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-12. It was reported that the pump was replaced on 2017-jan-12. The catheter could not be aspirated and the old pump had no drug in it, so they were going to fill the new pump with saline until it could be filled with drug. It was confirmed that saline was typically programmed at 1 ml/ml and there would be no need for a back table prime. Additional information was received on 2017-jan-16. A back table prime was performed and the healthcare provider (hcp) was aware of the alarms and unable to aspirate the catheter. There was no other troubleshooting performed at the time of the information received. The cause of the inability to aspirate the catheter was not determined. There were no actions taken at the time. There were no symptoms noted. The pump was empty at the time of the pump replacement. The representative was unsure why the pump was empty. The pump was due to be replaced, it was at end of service (eos). The patient was being supplemented with oral medications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.